Event description:
It was reported to philips that the smoke came from the monitor screen after the screen went blank. No harm was reported to the philips. Philips has started an investigation of this complaint.